Event description:
Pt was a 9 day old severly premature infant weighing approx 500 gms being treated in the neonatal intensive care unit. During a routine hourly IV check the nurse found IV fluid on the bed linen. A crack was noted in the stopcock attached to the uac line. Later that same shift the infant's monitor alarmed for an unreadable beep. The same stopcock was check blood was detected in the uac line and on the bed linen by way of the crack in the stopcock. Upon exam of the stopcock, two cracks were noted. Infant's condition was critical, requiring dextrose bolus x2 to stabilize blood sugar.